Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock and anti-tachycardia pacing (atp) due to incorrect interpretation of supraventricular tachycardia (svt). Programming changes were made. The patient was in stable condition.